Manufacturer narrative:
The alinity c processing module was inspected and multiple troubleshooting procedures were performed including part replacement of the alnty c-series cuvtte d. The alnty c-series cuvtte d was determined to be the likely cause of the depressed carbon dioxide results and the part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the alinity c processing module or likely cause parts as described. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the alinity c processing module serial number (B)(6) or the alnty c-series cuvtte d was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed carbon dioxide results generated on the alinity c processing module for multiple samples. The customer observed a negative < 2 anion gap for all results. The following example results and normal ref range was provided: (B)(6) 2023 sid (B)(6) co2 - 22 mmol/l, 23 mmol/l, 39 mmol/l, 21 mmol/l (22-31 mmol/l) no impact to patient management was reported.